Event description:
It was reported that the jumping images caused the sys to become unusable. There is no report of pt injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The fuse holder was repaired and connectors were reseated during the svc call. The system was tested and found to be working as intended and put back into svc.